Manufacturer narrative:
(B)(4).

Event description:
It was reported that wide qrs oversensing was observed on the ventricular channel. It was also noted that the device failed to provide shocks despite having a charged capacitor. Device was explanted and replaced due to premature battery depletion. Patient was stable before, during and after the event.